Event description:
Customer reported that his lightsheer et fluence was changing up/down on its own and that a male patient was "burned pretty bad" on the back of the neck. Per the customer, the burn is "tic tac toe" in appearance and approximately 6 rows of pulses, about 7 inches across. The patient was given silvadene (prescription medication) for the burn. The customer notes that he is returning the unit again for service as his staff continues to see random fluctuation. Per the customer, not only do the joules jump to high numbers, they also observed a dropping to as low as 10 joules.

Manufacturer narrative:
No device malfunction. The root cause was user error (poor maintenance). Problem was due to gel (foreign material) on the screen, caused by improper care by the user. Service depot could not duplicate the scrolling fluence problem on receipt of the lightsheer device, but suspects it was related to a dirty touch screen. The touch screen is very sensitive to moisture and the reported problem can be duplicated if a wet finger print is left on the up arrow when the fluence is changed. We advise operating the system with clean dry hands only. Per the service depot, the device energy was within specifications. Service depot cleaned the touch screen because it had greasy prints on and at the request of engineering, replaced the entire display assembly including the touch screen. Performed all necessary reliability improvements and final test. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.